Event description:
During the implant procedure, while using the inspire tunneler, the patient experienced bleeding. Physician located the bleed and used cautery to stop the bleeding. This resolved the issue.